Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the syringe adapter set broke and leaked while attached to a bd 30cc syringe containing an unknown medication during patient use in the nicu. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the syringe adapter set broke and leaked was confirmed. Visual inspection of the set showed the vented spike component was broken off and part of it was still lodged within the mating upper fitment. The broken surfaces were uneven and jagged. These observations are an indication of stress and signify that leverage was likely applied at this area causing the break. Functional testing confirmed leaking due to the breakage. The root cause of the breakage was identified as external lateral/leverage force applied to the component during use.

Event description:
The customer reported that the syringe adapter set broke and leaked while attached to a bd 30cc syringe containing an unknown medication during patient use in the nicu. There was no report of patient harm.